Manufacturer narrative:
According to the physician records, the most likely cause of the stroke was that the patient was in atrial fibrillation and was unable to be anticoagulated due to thrombocytopenia. The patient¿s hospital course was also complicated by renal failure, sepsis, and dic. The event appears more likely to be due to patient factors rather than the valve; however, thrombus on the valve was not ruled out.

Event description:
As reported per the edwards field clinical specialist (fcs), ten days post valve placement, the patient had a stroke. Additional information reveals that two days post stroke, the patient passed away. The cause of death, per the physician, was multi-factorial including respiratory failure, renal failure, stroke, etc. He does believe that the severe ai did contribute to the patient¿s demise, however.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the stroke is unknown, however, in addition to the procedure itself, the patient¿s advanced age ((B)(6)), and female gender could have contributed to the event. As the relationship between of the patient¿s death, central leak, and stroke to the device is not yet confirmed, if additional information is received, an additional report will be sent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Additional investigation and review of medical records revealed the following:the patient had a complicated course post tavr, developing thrombocytopenia, renal failure, sepsis, and dic. During dialysis, she became unresponsive. She was following commands before then mouthing words and moving everything; and subsequently, she started not following commands, not moving her extremities as much.the patient's clinical exam was consistent with diagnosis of left hemispheric cerebrovascular accident (cva). She had right-sided weakness and severe expressive and receptive aphasia. The patient was also in atrial fibrillation. Unfortunately, no anticoagulation could be given to her because of the low platelets. That is most likely the cause, unless there is some kind of thrombus on the aortic valve.